Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. Contact reported migration of charite disc and post-op pain. A revision was performed and the charite disc removed and that patient fused.